Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number: unknown, information not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as lot number was not provided. Section d4: unique device identifier (UDI #): unknown, as lot number was not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown, as lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient underwent cataract surgery on the left eye. The phacoemulsification handle and the matching needle were blocked. The needle was blunt and could not complete phacoemulsification and negative pressure suction. The phacoemulsification operation was stopped, the surgical incision was enlarged, and the remaining lens nucleus was delivered. The injection and suction needle was blocked when replacing the viscoelastic agent. The viscoelastic agent was not completely replaced. The hospital confirmed that, despite the extended duration of the operation, the patient did not sustain any injuries. No other information was provided. This report is for the phaco tip. A separate report will be filed against the phaco handpiece.